Event description:
Customer reported that the touchscreen of the pump was cracked and unresponsive. There was no adverse impact to the customer's blood glucose level. Customer was informed by technical support that the pump needed replacement, which was confirmed, and was instructed on returning the defective pump.